Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and damaged the pump display and electronics. The shutdown/restart of the insulin pump are consequence errors of the damaged pump electronics due to liquid ingress.

Event description:
Patient reported the infusion device shut-down automatically, and one- half of the display was not legible when it restarted. The buttons on the infusion device do not function. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.